Manufacturer narrative:
The potential patient treatment delay happened due the system showing an error and failure to complete the scan due to a tube failure. The solution was to replace the tube. No patient harm or other issues were reported. No additional patient information has been received; if further information has been found follow-up MDR will be submitted.

Event description:
The system was displaying an error message and would not scan.